Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no tears in the balloon material. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the mid distal transition zone in the balloon. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occured. The 50% target lesion was located in the moderately tortuous left common iliac vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. There were no parts left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient is fine.

Event description:
It was reported that balloon rupture occured. The 50% target lesion was located in the moderately tortuous left common iliac vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. There were no parts left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient is fine.